Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead attempted implant was unsuccessful due to ra lead exhibited loss of capture (loc). The physician attempted different positions but no capture was found. The physician opted to replace the ra lead with a new lead. The new ra lead was inserted and still pacing thresholds were not captured, however sensing measurements were normal. The patient is not atrial pacing dependent. The physician decided to leave the new ra lead implanted and reprogrammed to ventricular pace only. No additional adverse patient effects were reported. This ra lead is not in service and is expected to return to facility for analysis.

Event description:
It was reported that during an implant procedure, this right atrial (ra) lead attempted implant was unsuccessful due to ra lead exhibited loss of capture (loc). The physician attempted different positions but no capture was found. The physician opted to replace the ra lead with a new lead. The new ra lead was inserted and still pacing thresholds were not captured, however sensing measurements were normal. The patient is not atrial pacing dependent. The physician decided to leave the new ra lead implanted and reprogrammed to ventricular pace only. No additional adverse patient effects were reported. This ra lead is not in service and is expected to return to facility for analysis.